Manufacturer narrative:
Damaged water regulator does not allow to adjust the water flow. Slow continuous water flow due to an open solenoid, dirty water filter, flattened pinch tube, leaking cap assy, dried powder around the chamber housing causing poor seal and loss of pressure/powder.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g120 scaler, the handpiece and inserts were getting hot; no injury resulted.